Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was taken to the hospital via ambulance due to low blood glucose of 15 mg/dl. It was not believed that low blood glucose was due to insulin pump malfunction. Caller did not want to be transferred and was advised to follow up.